Manufacturer narrative:
INVESTIGATION SUMMARY: BASED ON THE AVAILABLE INFORMATION, ALTHOUGH NO PRODUCT HAS BEEN RETURNED, WE HAVE DETERMINED THAT THE ASYSTOLE, CARDIAC TAMPONADE, CARDIAC PERFORATION, HYPOTENSION, AND DEATH ARE KNOWN INHERENT RISKS WITH USE OF THIS PRODUCT. DEVICE TECHNICAL ANALYSIS: BOSTON SCIENTIFIC HAS MADE TWO ATTEMPTS TO RETRIEVE THE DEVICE; HOWEVER, NO RESPONSE WAS RECEIVED YET. GOOD FAITH EFFORT ATTEMPTS ARE STILL IN PROGRESS TO OBTAIN THE RETURN STATUS OF THE DEVICE. LABELING REVIEW: REVIEW OF THE INSTRUCTIONS FOR USE CONFIRMED THAT ASYSTOLE, CARDIAC TAMPONADE, CARDIAC PERFORATION, HYPOTENSION, AND DEATH ARE ADDRESSED AS A POTENTIAL PROCEDURAL COMPLICATION WHEN USING FARAWAVE CATHETER. REVIEW OF THE INSTRUCTIONS FOR USE (IFU) CONFIRMED THERE WAS RELEVANT CONTENT AND SUFFICIENT GUIDANCE WITH RESPECT TO THE CIRCUMSTANCES DESCRIBED WITHIN THIS COMPLAINT. NO UPDATES ARE REQUIRED TO THE IFU AS A RESULT OF THIS EVENT. RISK REVIEW: A RISK REVIEW PERFORMED FOR THE FARAWAVE DEVICE CONFIRMED THAT THE EVENT OF DEATH, CARDIAC PERFORATION, CARDIAC TAMPONADE, HYPOTENSION AND ASYSTOLE IS A KNOWN EVENT DEFINED IN THE PRODUCT'S RISK MANAGEMENT DOCUMENTATION. THIS EVENT TYPE HAS BEEN ACCOUNTED FOR DURING PRODUCT RISK ANALYSIS TO SUPPORT ACCEPTABLE RISK BENEFIT FOR THE PRODUCT. PRODUCT RISK BENEFIT INCLUDES CONSIDERATION OF RISK SEVERITY AND RATE, AND THE OVERALL RESIDUAL RISK OF THE FARAWAVE DEVICE IS ACCEPTABLE. INVESTIGATION CONCLUSION: BASED ON THE INFORMATION PROVIDED, THE REPORTED EVENT OF ASYSTOLE, CARDIAC TAMPONADE, CARDIAC PERFORATION, HYPOTENSION, AND DEATH ARE KNOWN INHERENT RISKS OF THE FARAWAVE CATHETER. AS STATED BY THE INSTRUCTIONS FOR USE, "POTENTIAL ADVERSE EVENTS ASSOCIATED WITH USE OF THE FARAWAVE CATHETER INCLUDES, BUT ARE NOT LIMITED TO: CARDIAC ARREST, DEATH, HYPOTENSION, CARDIAC TRAUMA, FOR EXAMPLE: CARDIAC PERFORATION/CARDIAC TAMPONADE/PERICARDIAL EFFUSION." THERE WERE NO INDICATIONS THAT THE DEVICE WAS USED OUTSIDE THE BOUNDS OF LABELED/INDICATED USE OR EVIDENCE OF A PRODUCT PERFORMANCE RELATED ISSUE. DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. GOOD FAITH EFFORTS TO OBTAIN THE INFORMATION ARE IN PROGRESS. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT INFORMATION AT THIS TIME. A SUPPLEMENTAL REPORT WILL BE FILED IF THE INFORMATION IS RECEIVED. D2A: COMMON DEVICE NAME: PERCUTANEOUS CARDIAC ABLATION CATHETER FOR TREATMENT OF ATRIAL FIBRILLATION WITH IRREVERSIBLE ELECTROPORATION; REPORTED HERE AS THE COMMON DEVICE NAME EXCEEDED THE CHARACTER LIMIT FOR DESIGNATED FIELD.

Event description:
IT WAS REPORTED THAT THE PATIENT EXPERIENCED A PUNCTURED PERICARDIUM, CARDIAC TAMPONADE, ASYSTOLE, AND A DROP IN BLOOD PRESSURE. THE PATIENT DIED. DURING A PULSE FIELD ABLATION (PFA) PULMONARY VEIN ISOLATION (PVI) PROCEDURE A FARAWAVE CATHETER WAS USED. THE CATHETER WAS WITHDRAWN BACK INTO THE LEFT ATRIUM. THE PATIENT'S PERICARDIUM WAS PUNCTURED, AND BLOOD WAS WITHDRAWN FROM THE PERICARDIAL SAC. THE PHYSICIAN BELIEVES THE PERFORATION OCCURRED AFTER THE FIRST ABLATION DELIVERY. WHEN THE PATIENT'S BLOOD PRESSURE DID NOT STABILIZE AFTER THE BLOOD DRAW CHEST COMPRESSIONS WERE INITIATED AND ANTICOAGULANTS WERE ADMINISTERED. ASYSTOLE THEN OCCURRED FOLLOWED BY A DROP IN BLOOD PRESSURE. AN ULTRASOUND WAS PERFORMED AND REVEALED A PERICARDIAL TAMPONADE, PROMPTING PERICARDIOCENTESIS TO BE PERFORMED. THE PATIENT'S BLOOD PRESSURE DID NOT STABILIZE. RESUSCITATION EFFORTS CONTINUED BUT WERE NOT SUCCESSFUL, AND THE PATIENT DIED ON THE OPERATING TABLE.

Event description:
It was reported that the patient experienced a punctured pericardium, cardiac tamponade, asystole, and a drop in blood pressure. The patient died.During a pulse field ablation (PFA) pulmonary vein isolation (PVI) procedure a FARAWAVE catheter was used. The catheter was withdrawn back into the left atrium. The patient's pericardium was punctured, and blood was withdrawn from the pericardial sac. The physician believes the perforation occurred after the first ablation delivery. When the patient's blood pressure did not stabilize after the blood draw chest compressions were initiated and anticoagulants were administered. Asystole then occurred followed by a drop in blood pressure. An ultrasound was performed and revealed a pericardial tamponade, prompting pericardiocentesis to be performed. The patient's blood pressure did not stabilize. Resuscitation efforts continued but were not successful, and the patient died on the operating table.It was further reported that the cardiac tamponade occurred at the left inferior pulmonary vein (LIPV), which was the official cause of the patient's death. The patient was hemodynamically stable prior to the first ablation delivery when it was believed the tamponade occurred. No autopsy was performed.

Manufacturer narrative:
GOOD FAITH EFFORT ATTEMPTS ARE IN PROGRESS TO TRY AND RETRIEVE THE DEVICE STATUS, BUT IT HAS NOT BEEN OBTAINED YET. DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. GOOD FAITH EFFORTS TO OBTAIN THE INFORMATION ARE IN PROGRESS. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT INFORMATION AT THIS TIME. A SUPPLEMENTAL REPORT WILL BE FILED IF THE INFORMATION IS RECEIVED. D2A: COMMON DEVICE NAME: PERCUTANEOUS CARDIAC ABLATION CATHETER FOR TREATMENT OF ATRIAL FIBRILLATION WITH IRREVERSIBLE ELECTROPORATION; REPORTED HERE AS THE COMMON DEVICE NAME EXCEEDED THE CHARACTER LIMIT FOR DESIGNATED FIELD.

Event description:
IT WAS REPORTED THAT THE PATIENT EXPERIENCED A PUNCTURED PERICARDIUM, CARDIAC TAMPONADE, ASYSTOLE, AND A DROP IN BLOOD PRESSURE. THE PATIENT DIED. DURING A PULSE FIELD ABLATION (PFA) PULMONARY VEIN ISOLATION (PVI) PROCEDURE A FARAWAVE CATHETER WAS USED. THE CATHETER WAS WITHDRAWN BACK INTO THE LEFT ATRIUM. THE PATIENT'S PERICARDIUM WAS PUNCTURED, AND BLOOD WAS WITHDRAWN FROM THE PERICARDIAL SAC. THE PHYSICIAN BELIEVES THE PERFORATION OCCURRED AFTER THE FIRST ABLATION DELIVERY. WHEN THE PATIENT'S BLOOD PRESSURE DID NOT STABILIZE AFTER THE BLOOD DRAW CHEST COMPRESSIONS WERE INITIATED AND ANTICOAGULANTS WERE ADMINISTERED. ASYSTOLE THEN OCCURRED FOLLOWED BY A DROP IN BLOOD PRESSURE. AN ULTRASOUND WAS PERFORMED AND REVEALED A PERICARDIAL TAMPONADE, PROMPTING PERICARDIOCENTESIS TO BE PERFORMED. THE PATIENT'S BLOOD PRESSURE DID NOT STABILIZE. RESUSCITATION EFFORTS CONTINUED BUT WERE NOT SUCCESSFUL, AND THE PATIENT DIED ON THE OPERATING TABLE.

Manufacturer narrative:
Investigation Summary:Based on the available information, we have determined that the asystole, cardiac tamponade, cardiac perforation, hypotension, and death are an Adverse Event related to the Procedure. The FARAWAVE catheter was lost; therefore, a technical analysis of the device could not be performed.Device History Record Review:The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications.Device Technical Analysis:It was indicated the device is unavailable for return due to being lost; therefore, a technical analysis of the complaint device could not be completed.Labeling Review:Review of the Instructions for Use confirmed that asystole, cardiac tamponade, cardiac perforation, hypotension, and death are addressed as a potential procedural complication when using FARAWAVE Catheter. Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk Review:A risk review performed for the FARAWAVE device confirmed that the event of Death, Cardiac Perforation, Cardiac Tamponade, Hypotension and Asystole is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the FARAWAVE device is acceptable. Investigation Conclusion:Based on the information provided, Boston Scientific has assigned an Investigation Conclusion Code of Adverse Event Related to Procedure to the reported event. The patient developed cardiac tamponade following the first pulse field ablation energy delivery, which progressed to hypotension, asystole, unsuccessful resuscitation, and death. The physician considered that the cardiac perforation likely occurred immediately after the first energy application. Although no autopsy was performed and the exact perforation site could not be confirmed, the temporal relationship between the procedure and the onset of the complication supports the reported adverse event as a recognized procedural complication. There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.Detailed product information was not provided to BSC. Good Faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.